Manufacturer narrative:
Device will not be returned for eval. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
The risk mgr at the hospital, reported that implant surgeon, couldn't extract the nail from the pt's leg because "there was a failure with the nail extractor". The nail couldn't be removed and is still into the pt's leg.